Manufacturer narrative:
Two breathing circuits systems were made available for investigation. One of them was still in its original packaging. The described failure mode could only be partially confirmed. The originally packaged hose system was found to meet specification. Neither a leakage nor any other deviation from the specification could be determined. With the second circuit, a leakage of 58.2 ml/min could be measured and the hose is damaged. The root cause of the damage was determined to be overstretching of the material due to the application of excessive force. The instructions for use of the breathing circuits contain a corresponding note and associated illustration, advising the user to always hold the sleeve and not the support spiral when connecting and disconnecting the breathing hoses, otherwise, these may be overstretched.

Event description:
It was reported that the breathing circuit had completely ruptured during positioning of the patient. No injury reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that the breathing circuit had completely ruptured during positioning of the patient. No injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that the breathing circuit had completely ruptured during positioning of the patient. No injury reported.